Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: oxygen (o2) sensor the oxygen sensor was functionally tested and a low urgency alarm indicated that the o2 sensor failed to calibrate. An error code was logged in the system diagnostic log. A reading was taken where the 02 sensor wiring was manipulated and the readings became erratic. Conclusion: it was confirmed the o2 sensor had erratic readings and failed to calibrate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) verified the reported issue and to address the failure, replaced the o2 sensor. The ventilator has passed performance verification testing (pvt), extended self-test (est), and short self-test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that, the oxygen sensor in a 980 ventilator failed calibration. Patient involvement is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.